Event description:
The elderly female patient was in the or for a robotic assisted laparoscopic hysterectomy, right salpingo-oophorectomy, bilateral pelvic and para aortic lymph node dissection. After the 12 mm trocar was removed, it was noted that something was missing off the outer sheath of the trocar. It was compared to the same type of trocar in an unopened package. There appeared to be two small, round "buttons" or "ears" missing. These two pieces were eventually found - one was on the floor and one was on the surgical drapes. There were no pieces in the patient.